Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction. It was reported that  they had a spinal cord stimulator put in a few weeks ago, and when they turned the unit back on, it was on the wrong program, and they did not remember what program they should be on. The patient said that when they turned their therapy back on and tried to increase stimulation, they got a message that they could not increase stimulation anymore. The patient was redirected to their healthcare provider to further address the issue. [See gen for role out on spinal cord stimulator implanted].